Event description:
After pt going on heart lung bypass arterial blood looked dark w/ fio2 .70 sweep at 4/min. Turned fio2 to 100. All connections checked. Blood remained dark. Came off bypass and oxygenator changed out. Arterial blood bright red. Off bypass 12 min when pt returned to native circulation and anesthesia directed ventilation and oxygenation.